Event description:
The lifecor territory mgr of a male patient contacted lifecor customer support to report that the patient's battery pack had a broken locking tab. Support sent the patient a replacement battery.

Manufacturer narrative:
Device evaluation of battery pack has been completed. The reported problem was confirmed. The battery pack had a damaged locking tab. The battery pack was repaired. Then it was retested and restocked. The root cause of the damaged clip cannot be positively identified but was likely due to forcible removal of the battery pack from the monitor without pressing the locking tab before pulling. No adverse event resulted from the damaged battery pack. The patient received a replacement battery pack.